Manufacturer narrative:
Pc-(B)(4). Date sent: 6/24/2024. D4: batch # 735c12. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gcfrgg reload present. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photo was provided and it showed the condition and label of the reported device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 735c12, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed another cartridge to continue the surgery, the same problem happened again. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.